Event description:
During evaluation of a returned spectrum pump, the device displayed a white screen. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. The device received incoming device evaluation assessment (idea). The device failed idea testing due to a white screen. Service evaluation verified the white screen and observed the liquid crystal display (lcd) was blank white screen with black strip over it. The cause was identified to be a failed lcd which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.